Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system at 4 pounds during the prime/ compromised force sensor system alarm test due to moisture damage on the force sensor resistor. The pump had scratched lcd window and cracked case at display window corners.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 302 mg/dl at the time of the incident. The insulin pump was returned for analysis.